Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump screen had micro scratches and haziness all over and had to tilt the insulin pump in light in order to see the display. Customer's blood glucose level was unknown at the time of incident. Customer stated insulin pump had diminished battery life and the battery cap threads has become dull. The insulin pump will not be returned for analysis.